Event description:
During the procedure, a cook hercules 3 stage wireguided balloon was used for esophageal dilatation. The endoscope was inserted into the mouth [of the patient] and advanced before the stenosed site of the esophagus. At this time, the dilation balloon was inserted through the endoscope channel. When the device arrived at the stenosed site, the balloon was inflated with another MFR's inflation device. After the pressure reached the specific level of 8atm [10mm], significant decline in pressure was confirmed. The balloon failed to inflate. After the procedure, the device was inspected. Water was used to inflate the balloon for inspection and slight leakage was noted at the tip of the wire guide lumen located at the distal tip of the catheter. A section of the device did not remain inside the patient's body. The patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The balloon was inflated using a 60cc syringe and an inflation handle. There was a leak at the distal end of the catheter coming from the balloon joint. A very small drip of water is observed at the tip of the device when fully inflated to 8 atm [10mm]. Water can be seen leaking from between the tip and the wire guide lumen indicating a very small void. No definitive cause for the void could be determined. The balloon would not hold pressure or remain inflated. There was no part of the device missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use condition could not be duplicate in the lab setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the shrink tube of the balloon dilator." Over inflation can cause damage to the balloon dilator, such as balloon material failure. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.